Event description:
It was reported that the pulse generator exhibited high current drain. The battery voltage is at 2.72, estimated longevity of 0.75 - 1.25 yrs.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a leaky capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.